Event description:
Implant loss, xerostomia, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant wasn't completely covered by bone, undersized implant bed. Inadequate distance from max sinus.